Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device chipping/shaving/delaminated identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device passed the visual inspection. It was further observed that the device did not hold a cutter device when it was operating. The cutter test passed while the locking mechanism was tested manually. After letting the motor run the cutting tool moved out of the cutter locking assembly. However, temperature measurement was still able to be performed by holding the device accordingly. It was determined that the cable of the sterilization cap started to expose wire and was heavily twisted, and the tube cord showed scratches on one spot. It was determined that noise assessment failed which was linked to worn bearings and the device also failed the hand-switch test as it was not possible to control speed properly. It was further determined that the device failed pretest for cable assessment, noise assessment, and hand control assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.